Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Event description:
Reported by the complainant as follows: mr (B) (6) is doctor of ICU. Ms (B) (6) is nurse. Report is received by convatec sales representative, and reported to (B) (4) csc. Bleeding from rectal occurred during use. Supplementary info is attached in this record. The pt died one week after termination of device use. It is confirmed that bleeding is not the cause of death.